Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 2.2 auxiliary and door 5 in the tower failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 2.2, row b, had failed. A field service engineer shut down the medstation, removed all cubie pockets, and reseated the row board cables. The pockets were then reinstalled individually using the hardware test application, verifying that each pocket was detected successfully. The user was able to recover drawer 5 after the power button at the top of the auxiliary tower was pressed. The system functioned as intended after the field service engineer repaired the device.